Event description:
It was reported that the pump housing was cracked after being dropped on the ground. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.